Manufacturer narrative:
On (B)(4) 2018 immucor technical support used a remote electronic connection method to assess event log. Review of the event log shows no errors during testing and review of camera also shows no errors around the time of testing. No sample or product was returned to immucor for evaluation. It cannot rule out that the capture-r ready-screen 3 strips from the unexpected negative screen had been stored in a compromised pouch. Per labeling, the customer was instructed to make sure all strip pouches are completely sealed when not in use, the indicator is checked and the desiccant is intact in the pouches. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018 a customer reported unexpected negative antibody screening results with capture-r ready-screen 3 on the echo instrument.